Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR " upon powering on was not confirmed during functional testing and the archive data review. The reported complaint could not be replicated during the investigation, and no system error was recorded throughout the archive. No physical damage was observed on the autopulse platform during visual inspection, but the drive shaft was exhibiting binding and resistance due to a sticky clutch likely due to wear and tear. Deburring of the sticky clutch plate needs to be performed to remedy this issue and is unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured on 23 april, and it is 6 years old, beyond its expected service life of 5 years. A review of the archive data showed no "system error, out of service, revert to manual CPR" error message. However, multiple user advisory (ua) 23 (discrepancy between load 1 and load 2 too large) error messages were observed and the error is not related to the reported complaint. During initial functional testing, the platform displayed ua23 error message and not related to the reported complaint. The driveshaft will have to travel out of specified range to get to the calculated compression depth due to defective drive train and motor controller, likely due to wear and tear. The defective drive train and motor controller needs to be replaced to remedy the fault. Waiting for customer's approval for repair.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4) for investigation. A follow-up report will be submitted when the platform is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering up the platform. No patient involvement.